Event description:
The customer reported that an increasing percentage of mvct images cannot be registered due to image artifacts. Based on preliminary investigation of this issue by the manufacturer, it was determined that a percentage of image and treatment procedures were administered with a jaw width that was different than expected. This could result in a delivery of dose that is different than planned.

Manufacturer narrative:
Investigation ongoing, further details to be provided in a follow-up report when available. Suspected faulty part replaced on this system. Further actions to be determined.